Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding.

Event description:
The customer reported via phone call that their insulin pump having issues with the pump alarming bad out limit and the battery has not been removed at all but is the pump seems to go through the battery within 45 minutes battery out limit. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.